Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their programmer is not working with or without the antenna. It was also stated that they are having more leakage at night since (B)(6) 2016 and "doesn't feel it since implant." Additional information received from the patient sep-16 reported that they cannot seem to figure it out. The patient was able to get to the therapy screen and get their numbers, but need help increasing stimulation. The implant was confirmed to be off and set on program 2 at 4.5v. Once the implant was turned on the settings were increased to 4.7v and the patient felt stimulation comfortably. The patient did not know if this was the first time they noticed the implant was off, but knew that they were not feeling any stimulation. It was noted that they believe their implant has been off for a long time but they didn't know, and know that they don't feel stimulation very often. The patient thinks they first noticed not feeling stimulation before they called the first time which they believe might have been in (B)(6), but it was then reiterated that they do not know when they noticed it. Follow up information received from the patient on oct-03 reported that the circumstances that led to the implantable neurostimulator (ins) being turned off and not feeling stimulation was due to them not knowing it was turned off. To resolve the issue the patient was given instruction. They can never feel any stimulation, however, their leakage is much better and they are happy to have had the surgery. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.